Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable electrode experienced dislodgement. Due to this, the patient experienced pain when bending forward. Additionally, high impedance measurements were observed. X-rays were performed which showed that the lead was inserted in a suboptimal position. An electrode revision was recommended. An electrode revision was scheduled for the near future. At this time, this electrode remains in service. No adverse patient effects were reported.